Manufacturer narrative:
This device is still in service and is not available for return. Even if returned, analysis would not be performed as the problem is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient developed redness around the sternal incision site and the suture location was revised and the patient was treated with antibiotics. This product remained in service at this time. No additional adverse events.